Manufacturer narrative:
Complaint is not confirmed. The returned device was assembled with a new ar-6410 arthroscopy pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on and no error messages and no audible alarms were triggered. It was noted during the test that the pump motor/rotating parts made a loud noise when running. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm and the rollers did stop moving. This behavior is expected. Upon functional testing, the device did not have overpressure issues. No problem found. The motor overheated abnormally during the test. It was noted during the test that the pump motor/rotating parts made a loud noise when running. The review of complaint records for serial number (B)(6) shows that the device has no previous complaints. Visual evaluation showed signs of wear and tear. The original warranty seal was present and completed. The manufacturing date of the device is 2012. No problem was found with the event description.

Manufacturer narrative:
Complaint is not confirmed. The returned device was assembled with a new ar-6410 arthroscopy pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on, and no error messages and no audible alarms were triggered. It was noted during the test that the pump motor/rotating parts made a loud noise when running. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected. Upon functional testing, the device did not have overpressure issues. No problem found. The motor overheated abnormally during the test. It was noted during the test that the pump motor/rotating parts made a loud noise when running. The review of complaint records for serial number (B)(6) shows that the device has no previous complaints. Visual evaluation showed signs of wear and tear. The original warranty seal was present and completed. The manufacturing date of the device is 2012. No problem was found with the event description.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a knee arthroscopy the device built up too much pressure, which led to a joint distension. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.